Event description:
A pt on life support was undergoing continuous veno venous hemodiafiltration (cvvhdf) treatment when the family requested all life support measures be withdrawn including the cvvhdf treatment. The pt expired approx forty five mins following the removal of all life support measures.